Manufacturer narrative:
As reported, after 3 shots the optifix straight fasteners deployed crooked and then stopped firing. The subject device was returned for evaluation. The temperature indicators on the foil pouches were not activated. Visual evaluation of the sample noted the guide wire and bent backup tabs to be bent. Functional testing resulted in deployment of 2 broken fasteners. No manufacturing anomalies were found. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Misfires and broken fasteners deploying is a known result of a bent guide wire and bent back up tabs. Based on sample evaluation and investigation performed, the reported event was confirmed. It is possible that the device may have been subjected to extreme angles or may have sustained inadvertent damage from forces applied while in use. The root cause is most reasonably determined to be use-related. The instructions-for-use supplied with the device states: "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity." The date of implant and event provided is a best estimate ((B)(6) 2020) based on the date of awareness. Sample evaluated.

Event description:
It was reported that during a hernia repair procedure the surgeon experienced difficulties using the optifix straight device. As reported after 3 shots the fasteners deployed crooked and then stopped firing. This situation was detected in two different devices, with the same batch; requiring the use of a third applicator to complete the case. There were no broken, proud or loose fasteners in the body presenting as a result of the problem experienced. The surgeon is experienced about more than 2 years. There was no injury to the patient as a result.